Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and the apical cuff and the report that the pump could turn easily after placing the pump in the apical cuff could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product available for evaluation. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the left ventricular assist device (lvad) final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 left ventricular assist system instructions for use (IFU) rev. G is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with the heartmate 3 via mid sternotomy. The apical ring was fixed with 12 single sutures before coring. The device was attached to the apical ring and an aortic anastomosis was performed. During weaning from bypass, the implanting surgeon noticed bleeding from the left ventricle apex and luxated the heart to have a proper view of the apex. During luxation, the surgeon noticed that the device turned without any force inside the apical ring and changed position. In addition, bleeding was noticed between the pump and the apical ring. The patient was placed back on full bypass. The surgeon disengaged the pump from the apical ring to check the connection, and everything reportedly looked normal. The o-ring was in place and no suture lines were pinched. The surgeon reconnected the pump, de-aired the system, and noticed the same issue of bleeding between the apical ring and pump, and easy rotation of the pump inside the apical ring. A decision was made to change to a backup device. A new pump was prepared and connected to the apical ring, and the same issue occurred in regard to bleeding and turning. The pump was disconnected, and some additional stitches were made, and the bleeding was gone. The rotation from the pump inside the apical ring was still too easy, according to the surgeons. The patient was weaned from bypass and the implantation continued with no further issues reported.